Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the trailing haptic tore off. The incision was enlarged to remove the lens and another same model lens was implanted. Two sutures were required to close the incision. The surgeon folded and inserted the lens with forceps - the injector and cartridge approved by the manufacturer was not used and is off-label use.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of reddish residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of using forceps to fold and implant the lens.